Event description:
It was reported that, during a cori assisted procedure, when inserting the bur (unlock/insert) it did not progress from unlock, screen remained in a countdown state despite the bur being in and locked in manually. Screen then went blank and didn't recover. Blue man icon appeared on screen of console. Handpiece hadn't given any expected audible or physical feedback noises/sensations that usually does when inserting and locking bur. Real intelligence cori console was rebooted, found case and restarted the case. Same thing happened again and system totally shut down (surgeon was advised to stop putting bone pins in). Handpiece was then exchanged, it was set up as normal again, this time it got past the bur insertion stage and (started putting bone pins in again), but before surgeon could start registration steps the screen blanked out again. System was shut down and procedure was continued with traditional instruments. The procedure was completed, after a non-significant delay. No other complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.